Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).